Event description:
It was reported to philips that the wired footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary examination, which was completed using a hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Upon troubleshooting, fse found the wired cine pedal was broken, and the center pedal was inoperative. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the wired footswitch failure was found to be a defective cable. The other failure showed a clear deformation where the cable radius was no longer acceptable. The cable connection plate had been bent, three anti-slip rubbers were missing, the bracket was loose and when the cable was bent at deformation, the first and second pedals did not function anymore. X-raying cable shows inner strands making an unacceptable radius. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.